Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 2002936: 93 items manufactured and released on (B)(6) 2020. Expiration date: 2025-07-09. No anomalies found related to the problem. To date, 91 items of the same lot have been sold without any similar reported event in the period of review. Other component involved: gmk-sphere 02.12.0026l femoral component sphere cemented size 6+ l (k140826) lot. 1909487: 16 items manufactured and released on (B)(6) 2020. Expiration date: 2025-01-27. No anomalies found related to the problem. To date, 15 items of the same lot have been sold without any similar reported event in the period of review

Event description:
Revsion surgery at 1 year and 8 months for cemented femur and tibia loosening. Gmk-revision implanted successfully.